Event description:
It was reported that plastic pieces were found inside the bd plastipak 3 piece syringe barrel. The following information was provided by the initial reporter: "presence of a piece of plastic in the 50ml syringe foreign bodies in the syringe (plastic parts) were clearly visible, so the error was noticed immediately."

Manufacturer narrative:
H6: investigation summary one photo was provided to our quality team for investigation. Through visual inspection, a plastic particle was observed inside the syringe. Visual characteristics indicate the particle is a piece that broke off from another syringe. A device history review was performed for the reported lot 2203062, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, it is likely the piece broke off during the manufacturing process, falling into the product as seen in the photo provided. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plastic pieces were found inside the bd plastipak 3 piece syringe barrel. The following information was provided by the initial reporter: "presence of a piece of plastic in the 50ml syringe. Foreign bodies in the syringe (plastic parts) were clearly visible, so the error was noticed immediately."